Event description:
Smell from the gloves caused an allergic reaction. User is known latex sensitive. She became lightheaded and dizzy. Complainant saw an allergist who determined she did not have a reaction to the latex.